Manufacturer narrative:
This report is submitted on 15 sep 2020.

Event description:
Per the clinic, the patient developed recurrent infection at the implant site. Treatment with IV antibiotics were unsuccessful, resulting in removal of the abutment under local anesthesia on (B)(6) 2020.